Event description:
Reportable based on device analysis approved on (B)(4) 2014. It was reported that a difficulty crossing event occurred. The 80% stenosed target lesion was located in the mildly tortuous and moderately calcified left anterior descending artery. Following predilation using a 2.5mm unspecified balloon catheter, a 2.75x28mm promus element plus drug eluting stent was selected for use and advanced but failed to cross the lesion. The device was retrieved intact and the procedure was completed with a different device. No patient complications were reported and patient's status was stable. However, returned device analysis revealed stent damage.

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: the device was returned for analysis. A visual and microscopic examination found that the crimped stent on the device was damaged. It was noted that 2 struts were lifted upwards from the stent profile. No other issues were noted with the crimped stent. The hypotube was kinked at various locations along its length. No other issues were noted with the device. The balloon was tightly wrapped and did not appear to have been subjected to positive pressure. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/ procedural factors. (B)(4).